Event description:
It was reported that a patient was taken off of a ventilator for a procedure. When trying to place, the patient back on the ventilator the display was blank. The patient was then transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) due to a power-on self-test (post) test failure. The ventilator passed all tests, calibrations and it was operating within the manufacturing specifications.